Event description:
The customer reported that the image went blank. The system was rebooted to complete the case. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep reformatted and reloaded system software. The system is working as intended.